Manufacturer narrative:
Concomitant medical products: 50ml baxter bag ndc 0338-0049-41, lot number p363051, exp apr 18, 0.9% nacl injection, therapy date: (B)(6) 2017. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that at 1234pm tpa (max dose) was programmed to infuse at 81ml/hr. After 22 minutes the rn noticed the bag was empty and the device displayed 55.7ml remaining to infuse. Prior to initiating the infusion two rns had ensured that the device was programmed correctly. Using the same tubing normal saline 50ml was programmed at 81ml/hr however the bag infused within 8 minutes and the device displayed 43.6ml of volume remaining. As a result of the event, the patient¿s nih (stroke scale) was "trending down from a 6 to 4" and the patient complained of nausea. There was no medical intervention provided. The devices were removed and taken out of service.

Manufacturer narrative:
The customer¿s report of infusing faster than expected was confirmed. Physical inspection revealed a broken platen at the platen¿s top post. A pinhole tear was observed in the silicone tubing at the upper fitment. It is unknown if the tear was present at the time of the reported event or occurred after the event. Analysis of the pcu event log shows that the device was programmed to infuse alteplase at a rate of 81ml/hr at 12:38 pm on (B)(6) 2017. The infusion ran until 12:56 pm when the device alarmed for air in line. The user restarted the infusion and the device again alarmed for air in line. The device was restarted a second time and alarmed for air in line a third time and was channeled off. The volume recorded as being infused during this period was 36.529ml. Functional testing found the device to be delivering fluid out of specification (over infusing). Leaking was observed from the primary set. The cause of the customer¿s report of infusing faster than expected was identified as a broken platen post at the upper hinge. The root cause of the damage is unknown.